Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that patient's right hip was revised due to a broken stem.

Event description:
It was reported that patient's right hip was revised due to a broken stem.

Manufacturer narrative:
An event regarding a crack/fracture of a stem and a periprosthetic fracture of the femur involving an omnifit stem was reported. The event was confirmed. Method & results: -device evaluation and results: not performed as product was not returned -medical records received and evaluation: a review of the provided medical records and/or x-rays by a clinical consultant indicated: narrative reportedly patient underwent a revision tha due to a fractured cemented tha stem. Xrays provided demonstrate a cemented femoral stem that appears to have been in satisfactory position. The stem is seen to have a transverse fracture with displacement and angulation of the proximal fragment and cortical fracture/perforation of the lateral cortex of the femur by the distal portion of the proximal fragment of the fractured stem. Conclusion of assessment review of these records confirms that a fracture of the stem occurred. Revision of the tha cannot be confirmed . The root cause of the stem fracture cannot be determined as insufficient information was available. -device history review: could not be performed as lot code information was not provided. -complaint history review: could not be performed as lot code information was not provided. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Additional information, including operative reports, progress notes and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.